Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer was found unconscious by the paramedics and his blood glucose reading was 27 mg/dl. The customer stated that he had changed the infusion set on the morning of the event. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.